Event description:
The jetstream catheter was used to treat a 10 cm total occlusion in the mid-distal sfa with moderate to heavy calcium. The lesion was crossed with a .035 angled glidewire and it was appreciated that the distal 25 mm of the lesion was crossed subintimally. A second 10 mm calcified lesion distal to the first lesion was also treated with the guidewire in the true lumen. A 3mm x 10cm amphirion deep balloon was used to pre-dilate the vessel before insertion of the jetstream. The jetstream device was used in the minimum diameter mode and used successfully to the oint where the wire went subintimal. The device was then pushed through the subintimal plane to the area of the second lesion and treated in the minimum diameter configuration. The device was withdrawn to the proximal portion of the first lesion and advanced using the maximum diameter configuration down through the lesion. The device decelerated in the area where the wire was subintimal and the physician continued to advance through the area to the distal lesion. The device was then withdrawn and an angiogram revealed a perforation in the subintimal area. This area was treated with a stent and post-dilated with a balloon.

Manufacturer narrative:
A follow-up angiogram was taken revealing what was thought to be emboli in the anterior tibial artery. A quick cross catheter was used to remove the debris though none was observed when the retrieved fluid was examined. However, flow to the area improved. The patient is doing fine. The jetstream catheter was discarded after the procedure and therefore not returned to pathway medical technologies for evaluation.